Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that an enteer guidewire would not advance to the balloon port after enteer balloon was inflated. Noticed this happened after balloon was inflated and then deflated and re-inflated again. It passes through the first time but eventually wire would stick to the shaft and would not advance. It would advance slightly when balloon was not inflated. Every time doctor tried to advance wire when balloon was inflated it would get stuck right before the balloon. After a while wire was pretty much stuck into the catheter and we had to pull everything out. No patient injury is reported. Evaluation summary: the specimen presents numerous bends/kinks of varying severity and frequency, scattered over the length of the device proximal of the manufactured tip bend. The specimen also presents scraped ptfe coating in the most sever bend damage presented over the proximal 8cm.